Event description:
The customer contacted baxter's service center regarding a an alarm which occurred on the homechoice (hc) during dwell 4 of 4. The patient was connected. The home patient (hp) stated the final bag became disconnected. The technical service representative (tsr) had the hp cycle the power to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Complaint no: (B)(4). Per the customer the sample was not available and the lot number was unknown, therefore, no evaluation or batch review could be performed.